Manufacturer narrative:
Medtronic received additional information from the physician/author that there was "no relationship between the evolut r valve and the reported adverse events." No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: garweg c et al. Leadless pacemaker for patients following cardiac valve intervention. Archives of cardiovascular disease. 2020; 113:772-779. Doi: 10.1016/j.acvd.2020.05.012 earliest date of publish used for event date in no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the periprocedural outcomes and follow-up of patients undergoing implantation n of a leadless pacemaker following valve intervention. All data were collected from a single center between (B)(6) 2015 and (B)(6) 2019. The study population included 170 patients (predominantly male, mean age 82.0 years), 4 of whom were implanted with a medtronic evolut r transcatheter valve (unique device identifier numbers not provided). Among all patients, 36 deaths occurred during the follow-up period. It was reported that 6 of the deaths were due to cardiac causes, and none were associated with the pacemaker. No association was made between the transcatheter valves and the deaths. Based on the available information medtronic product wasnot directly associated with the deaths. Among all patients, adverse events included: pacemaker implantation due to high-degree atrioventricular block, atrial fibrillation with bradycardia, sick sinus syndrome; heart failure; pulmonary edema. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.